Event description:
The physician successfully placed an emboshield embolic protection device into the patient's vasculature prior to implanting a xact stent into the left internal carotid artery (ica). The patient developed bilateral weakness, blurred vision and aphasia. These symptoms lasted a few minutes and returned to baseline, prior to completion of the procedure with the exception of right blurred vision. The patient was monitored in the ICU, for the cardiac issues, for 36 hours then dicharged to home. At the time of discharge, the patient's visual symptoms had nearly resolved.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.